Event description:
Unomedical reference number (B)(4). Event occurred in belgium. On (B)(6) 2023, it was reported that the patient faced a hyper insulin flow blocked alarm which led to abdominal pain, vomiting and thirst. The patient experienced high blood glucose level of 500 mg/dl on (B)(6) 2023. The next day (on (B)(6) 2023), the patient was hospitalized due to high blood glucose level. The patient tested positive for ketone test. During hospitalization, the patient received insulin infusion as corrective treatment. After staying for four days in the hospital, the patient was released. No further information was available.